Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis was performed and no anomalies were found.

Event description:
It was reported that the pacemaker could not capture the heart during implant. The implantable pulse generator (ipg) was replaced. No patient complications have been reported as a result of this event.